Event description:
Right hip revision - sales rep stated pre op notes stated reason for revision as failed total joint replacement - progress notes from (B)(6) 2015 stated - chromium level normal but cobalt level is 8.9. Citation stem stayed implanted, surgeon changed - 36mm + 5 metal head. - other notation from (B)(6) 2015 progress report stated right hip pain and positive findings both in terms of hip aspiration withdrew 15cc's of fluid and validated cobalt levels. Patient had a zimmer cup and liner which stayed implanted.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown citation stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.